Manufacturer narrative:
Follow-up #1: date of submission 04/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/17/2014 with the following findings: evaluation revealed that the pump¿s display screen was dim, discolored. Unrelated to the complaint, evaluation revealed that the keypad was peeling from the bottom to the ok button. All of the keypad buttons were intermittently unresponsive. The keypad cover was removed and contamination was found under all of the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display screen was fading gradually for a few months. It was noted that the pump had been dropped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.